Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation used in this incident, it was determined that the drawer 4.2 was not recovering. A field service engineer (fse) stated that third party contractor had replaced the pyxis module controller board and the drawer controller board, and the issue was resolved. The system functioned as intended after the third-party contractor resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer cubies failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.